Event description:
It was reported that the patient¿s ilet had a cracked touchscreen after being struck during basketball, and a replacement was arranged; the device problem was a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, with the issue traced to user handling of the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.